Manufacturer narrative:
The customer did not respond to three attempts via phone mail and/or mail. No evaluation was performed. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp's patient leads failed. The patient was switched to another set of patient leads, the iabp was replaced and therapy was continued. No patient injury was reported.